Event description:
It was reported that the patient had no access to sound with the device since early (B)(6)2014. Problems of external devices were excluded and history of head trauma was denied by the guardians. The implant was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submittted as a follow up report.